Event description:
It was reported that pump screen appeared foggy and was difficult to see. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact to the customer. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone SE (2nd generation) / 1.7 / iOS_15.4.1.